Event description:
The customer reported that one of the pins on the connector for their quik-combo defibrillation electrodes was broken, which wouldn't allow the electrodes to be connected to a device for therapy, if it was required. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the defibrillation electrodes and verified that there was a broken pin within the connector. A replacement set of electrodes was provided to the customer for use.